Manufacturer narrative:
Based on the current information provided, the cause of the tissue push event is unknown. No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Advanced stapler logs showed that the first two staplers used in the procedure, sureform 45 instruments, fired a total of 3 reloads without any errors. Next, logs showed the implicated sureform 60 instrument was installed on the system 10 times and fired 9 reloads (9 blue). On the first install, the first clamp was incomplete, stopping at ~75% completion. The next clamp attempt was successful, and the firing was completed with 1-2 pauses for compression. On installs 2-4, 7, and 9, the firings were completed with no pauses for compression. On installs 5 and 8, the firings were completed with no pauses for compression. On install 6, no clamping or firing was attempted. On install 7, the user was prompted to manually select the reload color due to not firing on the previous install. On install 10, the system failed to detect the reload color, and the user manually selected the blue reload. The first clamp attempt was successful, per the logs. The user initiated a firing, but the e-stop button was pressed during the firing, causing it not to be recorded in the logs. Following the e-stop, the stapler was successfully unclamped and removed from the system. Lastly, logs showed an endowrist stapler 30 instrument was installed on the system 6 times and fired 2 blue reloads. On installs 1, 3, and 5, the system could not detect a valid stapler cartridge as noted by the error. On install 2, the blue reload was manually selected; however, no clamping or firing was attempted. On install 4, the blue reload was manually selected, and there was 1 incomplete clamp attempt, stopping at ~94% completion, after a clamp hold time of ~83 seconds. The next clamp was successful, and the firing was completed per the logs. On install 6, clamping and firing were both completed successfully. There were no additional errors related to these staplers in the system logs.

Event description:
It was reported during a da vinci assisted esophagectomy, while using a sureform 60 instrument, a tissue push occurred. The surgeon stated he was crossing over another staple line, noticed the tissue pushing, pressed the emergency stop button, and was able to minimize tissue damage. A backup endowrist 30 stapler was used to complete that portion of the procedure.